Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the fenestrated bipolar forceps instrument has a delayed in response, when removed it was noted that the wires were broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the proximal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. An additional observation not reported by site was that the instrument's grip tips was bent. One grip was bent, causing side to side misalignment of grips. There was a .007 offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint. This indicates that the likely cause of bending was overloading at the tip. It was concluded that the damages to the instrument's grip tip were likely due to mishandling/misuse. An additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found.